Event description:
It was reported that last week was moving real slow and then patient decided to check the battery level and said that the therapy switched off automatically. When asked, patient said that charges the implanted battery once a week, every monday. Reviewed recommendation to check implanted battery level at the same time every day to determine how much the battery depletes after 24 hours, so that patient could consider options of charging more frequently to prevent loss of therapy. Reviewed that patient could just charge earlier than once every 7 days or recharge a couple times a week. Patient also said that today noticed an orange light on the communicator. Patient said normally recharges the programmer and communicator once a week. With instruction, patient connected to implant and confirmed that therapy is on and the implanted battery is at 90%, the handset battery is at 63% and communicator battery is at 20%. Patient plugged in the communicator. Reviewed general charging information of programmer and communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.